Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the symbol that they were seeing was the icon of the ins which they thought looked like a baby carriage. The symptoms when the patient attempted toturn on stimulation was the result of high stimulation settings. When the amplitude was lowered prior to reactivating stimulation, the patient experienced no symptoms. The symptoms during stimulation were reported to be resolved. The amplitude was lowered and slowly increased to original settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was seeing a warning signal flashing on their patient programmer with no code. Two days prior they had charged the ins to 100%. When they checked it today the ins was off and they were unable to turn it back on. They pushed the "stim on" button and it made their face "draw" and their whole body contorted. When they turned it off the symptoms went away. There was a screen on their programmer they had not noticed before. Technical services determined the patient programmer was in "icon mode" and assisted the patient in getting out of "icon mode" where they saw the ins was "off and ok". It was noted the patient programmer was functioning as intended. The rep later indicated the patient had a warning message when trying to decrease stimulation, and they were unsure what they were seeing. They indicated they would follow-up with the patient to address this issue. The patient was programmed at 5.4v/5.6v. No further complications were reported as a result of this event.